Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported "failed flow rate preventative maintenance test" was unable to be confirmed. The unit passed flow rate testing in accordance with the preventative maintenance procedure. Further testing found flow rate inaccuracies of up to (B)(4). Additional investigation found the upper finger and lower valve travel to be out of specification. The travel will be corrected and the pump will be returned to the customer.

Event description:
It was reported that a spectrum pump failed the flow rate preventative maintenance test. It was also reported that there was no pt injury.